Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department (ed) with signs and symptoms consistent with a right middle cerebral artery (mca) stroke. A computerized tomography (CT) angiogram was performed and showed no acute intracranial abnormality, remote right mca territory infarct, no hemodynamically significant stenosis was visualized with the head and neck and there was no intracranial branch occlusion. The patient's symptoms improved spontaneously shortly after arrival to ed. The patient was admitted and placed on a heparin drip secondary to a subtherapeutic international normalized ratio (inr) of 1.8. The patient had some mild arm heaviness and lower extremity weakness improved completely. The patient was able to ambulate without issues. The source of the patient's symptoms was likely a mean arterial pressure (map) of 90-100 and subtherapeutic inr. The patient's discharge plan included a stroke rehabilitation consultation, increased anticoagulation dose and to resume antihypertensive medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.